Event description:
Caller stated that end user is complaining about chair slippage on floor while transferring due to lack of tread on urethane tires. Caller stated chair is used everyday by end user.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.